Manufacturer narrative:
(B)(4). The product was returned with the complaint for review. Photo and visual inspections revealed pieces of what appears to be the plastic packaging were found adhered to the distal stem. The device was reported to be a cpt size 4 std stem which was verified to be from a lot manufactured in july 2011 and packaged in a polyethylene bag. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
During surgery, when unpacking the implant it was noted a piece of polyethylene wrap was found melted onto the stem surface of the implant. A new stem was opened to complete the surgery.